Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are sold in the united sates by b. Braun medical, inc. 1. Visual inspection: the tip of catheter was broken off. The broken tip side was not returned. In the vicinity of the torn area, the interval between markings was wide. Therefore the catheter was stretched. The cross section of the catheter had marks that something had rubbed. This cross section was similar to the shape that would come when pulled back at the time of the procedure. 2. Dimension check: outer diameter: standard: 0.80mm - 0.88mm result: end of catheter from 50mm: 0.8604mm, end of catheter from 100mm: 0.8593mm all pass. Outer diameter was not stretched. 3. Functional test: catheter breaking strength test object: tensile strength of catheter we tested using the end of the catheter. Standard: 13n or more. Result: pass 4. Justification: this complaint is not confirmed. 5. Review of manufacturing records: no abnormality was found. Note: this report is being filed as both a product problem and an adverse event due to the fact that the tip of the catheter may have remained in the patient. No intervention was done, and currently there was no serious injury to the patient reported, so this report has been classified only as a malfunction.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan): catheter broken fragments have remained in the patient's body.